Event description:
A report was received that the patient underwent an explant procedure. No additional information is available at this time.

Event description:
A report was received that the patient underwent an explant procedure. No additional information is available at this time.

Manufacturer narrative:
Explant date: (B)(6) 2011. Additional suspect medical device component involved in the event: model #: sc-2138-50, serial/lot #: (B)(4), description: scs 50cm iii lead.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn.